Manufacturer narrative:
Qn#(B)(4). The DHR file is not available for review. Ez-io driver 9058 (sn (B)(6) ) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pulled the driver was operable and a solid green led light was displaying. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: ref-003150, calibration due (B)(6)2021 ) while applying approximately 8 lbs. Of force on a weight scale (ID: ref-002481, calibration due sep. 10, 2020). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3); insertion 1: 7.25 secs, insertion 2: 3.28 secs, insertion 3: 3.44 secs. Hard profile (105 lbs/ft3); insertion 1: 8.03 secs, insertion 2: 7.31 secs, insertion 3: 8.13 secs. The driver successfully negotiated both the soft and hard saw bone insertion testing. The complaint cannot be confirmed. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only (B)(4) of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the certificate of conformance found that the driver passed all the release criteria. The device was manufactured in 05/2010 and is approximately 10 years old. The complaint cannot be confirmed. Functional testing has confirmed no fault found with this driver. No corrective/preventative actions will be assigned. Functional testing has confirmed no fault found with this driver. The driver ended the investigation with its light solid green. No further action required.

Event description:
It was reported that: met call initiated at 0900 due to hypotension and decreased conscious state on the ward. Patient had IV access, small IV cannula size 22g. ICU nurse liaison and medical staff attended. Blood gas ran up to ICU lactate 19, k+ 5.5 ph 7.0, nurse liaison grabbed intensivist. Patient lost cardiac output, able to give 1mg adrenaline through IV and 6 minutes of CPR and had spontaneous circulation return. Intensivist grabbed ez-io to insert into proximal tibia to enable fluids and further drugs for intubation and fluid resuscitation. Light on driver green, able to pierce into skin and start driving into periosteum, then driver "slowed down and stopped" hadn't been able to get into bone cavity. ICU nurse liaison then attempted in other proximal tibia, same thing happened, while light stayed green, she then attempted to hand insert and with all her weight and was unable. Anaesthetic consultant then tried again on the first proximal tibia and same thing happened. The ICU nurse liaison suggested using the humeral head and was told "why would you do that"? By the anaesthetic consultant. These three attempts took up to 5 minutes. They sent a runner to recovery to get another driver from their crash cart which was on the same floor and returned within 5 minutes. They were then able to successfully insert into the proximal tibia with no issues and had an excellent form of access, where they could easily give drugs and fluids. Patient taken up to ICU once intubated, arrested again in ICU and unable to be revived. Several riskmans written for all the issues during the resuscitation. I received notice from ICU equipment nurse and then spoke at length to ICU nurse liaison- their biggest concern of all was that the driver at all times had green light and they felt it was user error in the beginning, then realized it wasn't and got a second unit. The ICU nurse liaisons feeling in hindsight that after 1st unsuccessful attempt they should have called for another driver. She states there are multiple areas they could get one from. She felt that while it delayed them getting better access, it didn't contribute to the patient's death- this was also the impression of the intensivist. This driver lives in the met code trolley and is checked once per month.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that: met call initiated at 0900 due to hypotension and decreased conscious state on the ward. Patient had IV access, small IV cannula size 22g. ICU nurse liaison and medical staff attended. Blood gas ran up to ICU lactate 19, k+ 5.5 ph 7.0, nurse liaison grabbed intensivist. Patient lost cardiac output, able to give 1mg adrenaline through IV and 6 minutes of CPR and had spontaneous circulation return. Intensivist grabbed ez-io to insert into proximal tibia to enable fluids and further drugs for intubation and fluid resuscitation. Light on driver green, able to pierce into skin and start driving into periosteum, then driver "slowed down and stopped" hadn't been able to get into bone cavity. ICU nurse liaison then attempted in other proximal tibia, same thing happened, while light stayed green, she then attempted to hand insert and with all her weight and was unable. Anaesthetic consultant then tried again on the first proximal tibia and same thing happened. The ICU nurse liaison suggested using the humeral head and was told "why would you do that"? By the anaesthetic consultant. These three attempts took up to 5 minutes. They sent a runner to recovery to get another driver from their crash cart which was on the same floor and returned within 5 minutes. They were then able to successfully insert into the proximal tibia with no issues and had an excellent form of access, where they could easily give drugs and fluids. Patient taken up to ICU once intubated, arrested again in ICU and unable to be revived. Several riskmans written for all the issues during the resuscitation. I received notice from ICU equipment nurse and then spoke at length to ICU nurse liaison- their biggest concern of all was that the driver at all times had green light and they felt it was user error in the beginning, then realized it wasn't and got a second unit. The ICU nurse liaisons feeling in hindsight that after 1st unsuccessful attempt they should have called for another driver. She states there are multiple areas they could get one from. She felt that while it delayed them getting better access, it didn't contribute to the patient's death- this was also the impression of the intensivist. This driver lives in the met code trolley and is checked once per month.